Event description:
It was reported that the log file review showed that the patient never successfully connected the backup controller. The backup controller was connected to power, but the driveline was not connected. Related regulatory reference report MFR # 2916596-2023-04078; 2916596-2023-04079.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient attempting to change to their backup controller (serial number: (B)(6)), but not completing the controller exchange, was confirmed via analysis of the log files. The submitted event log file of the backup system controller contained three days of relevant data (13jun2023 ¿ 15jun2023 per the timestamp). The controller was connected to external power 13jun2023 at 10:14, the controller remained in charge mode through the remainder of the log file. The driveline was never connected to the controller indicating that the patient or family did not completed the controller exchange when disconnecting from the primary controller. Provided information stated that the was found deceased at home with the pump and battery intact and everything was working. Patient¿s son stated that the controller was beeping, and his wife was not home so he called her, and they both decided to change the controller to the back up controller to stop the beeping. The controller was not returned for analysis. The root cause for the for the incomplete controller exchange could not be conclusively determined through this analysis or correlated to an issue with the controller. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. These sections explain how to properly connect the driveline to the system controller. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.